Event description:
Reference number: (B)(4). Event occurred in the united kingdom. It was reported that the patient faced event where infusion set tubing came apart while walking on 09-may-2025. The site was right side of abdomen and pump was on left side of abdomen. The infusion set was used for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.